Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed. No timeouts or drive stalls were observed. The pod arrived in pod state 15 delivering a total of 55 pulses and was subsequently deactivated after the completion of the priming sequence. The needle mechanism was reset and redeployed successfully; no problems were observed. The cause of the reported needle mechanism failure could not be determined.

Event description:
It was reported that the needle never deployed the cannula into the skin. The pink slide did not move forward. This indicates a needle mechanism failure. The cannula was visible when the pod was removed and appeared normal. No impact to the patient's glucose level was reported. The pod was worn less than an hour. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.